Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions include the o-rings were leaking, the zip ties were leaking, the hose clamps were leaking, and the pm kit was dirty.